Event description:
It was reported that (B)(6) 2023 the ria2 shaft broke just beyond the taper. This failure occurred while trying to retrograde ream the femur of a patient with a total knee prosthesis below, thus limiting the trajectory and entry point for ideal reaming. The shaft was under significant torque throughout the reaming due to anterior pressure being applied by the tibial base plate of the total knee replacement. The ball-tipped reaming rod was removed, bringing with it the broken segment of the ria2 shaft. The fragments were removed. The surgery successfully completed with surgical delay of five minutes. No adverse patient outcomes were reported by the physician. This report involves one (1) drive shaft for ria 2 520mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2b additional device product codes: hrx. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j employee. Part#03.404.035. Synthes lot #h887255. Supplier lot # h887255. Release to warehouse date: 10 april 2020. Supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that the drive shaft f/ria 2 l520 was broken across the mid section of the shaft, both fragments are visible in the evidence provided. While no root cause can be determined for the reported issue, the breakage condition of the drive shaft was consistent with a random component failure that may have been caused by exposure to unintended forces during insertion process and impacting with the knee implant, as mentioned in the event description. Ensuring proper handling of the device is recommended to avoid breakage in-situ. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the drive shaft f/ria 2 l520. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the drive shaft f/ria 2 l520 was broken across the mid section of the shaft, fragments were received. While no root cause can be determined for the reported issue, the breakage condition of the drive shaft was consistent with a random component failure that may have been caused by exposure to unintended forces during insertion process and impacting with the knee implant, as mentioned in the event description. Ensuring proper handling of the device is recommended to avoid breakage in-situ. A dimensional inspection for the drive shaft f/ria 2 l520 was not performed due to post manufacturing damage. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the drive shaft f/ria 2 l520 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.